Manufacturer narrative:
The zoll catheter in complaint has not been returned for investigation. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that therapy of therapeutic hypothermia(th) on (B)(6) year old male patient(weight (B)(6)) was performed (patient was hospitalized post cardiac arrest). A quattro catheter was inserted smoothly in femoral. The blood was noticed at the teal ports. The target temperature for cooling was achieved on (B)(6) 2016, rewarming was started on (B)(6) 2016. The saline bag was replaced on (B)(6) 2016 night, however the blood was noticed in the teal ports. The therapy was stopped and the quattro catheter was disconnected. When the blood was observed in the ports, a catheter leak was noted. No concequences to the patient was reported.

Manufacturer narrative:
A quattro catheter (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. No leak was noted to the catheter. Evaluation of the returned device did not confirm the customer reported issue as quattro catheter did not leak. The probable cause for the customer reported user experience can be related to the user error including but not limited to the connection error leading to leakage.